Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that the recharger is not working and after 2 hours of charging the implantable neurostimulator (ins) charge level has not moved. Patient stated that it took forever to charge the ins. Patient said that the controller keeps showing a message that says to recharge the controller soon. Patient couldn't confirmed the exact message on the controller screen. During the call agent had the patient confirmed there was no damage to the controller port and recharger. Agent had the patient attempted to recharge the ins and the controller shows 80% and ins 30%. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they received the recharger but the issues is not resolved; they are still having charge duration issues. Caller stated they began their ins charge session this morning at 8am and by 12pm it had only gotten up to 40%. Caller stated they think they need a new controller. Agent reviewed charge duration expectations. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 70 percent and implant is yellow/low. Agent had caller blow in controller port to ensure no debris. Caller then connected recharger and confirmed batteries (49) recharging excellent. Agent had caller check recharging speed; confirmed 4. Agent reviewed best to leave controller in sleep state when charging ins. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists.